Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system was over filling the syringe with gas during a vitrectomy procedure. It should have been 20 cc's and it was filling it to 23 cc's. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system was providing 23ccs instead of 20ccs when using the auto gas fill (agf) feature. The company service representative examined the system but did not indicate finding any issue related to the reported event. The system was then tested and met all product specifications. The system was manufactured on september 16, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).